Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the advia workcell. The cse checked the alignments at the gates and trays and set the gripper alignment. The cause of the dropped sample tube is unknown. This device is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that the advia workcell sample manager robot dropped a sample tube, causing it to spill. The laboratory did not have additional sample tubes from the patient. The sample had been collected from a pediatric patient at a remote site. The customer stated that the site would need to redraw the patient to obtain a new sample for testing. The test order for the sample was a basic metabolic panel (bmp). It is unknown if the patient was redrawn or what the results were. There are no known reports of patient intervention or adverse health consequences due to the dropped sample tube.